Manufacturer narrative:
Zoll has not yet received the autopulse platform in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported the autopulse platform (sn 23807) stops after the lifeband sizes the patient. The platform tries to perform compressions, but a loud noise is heard and the lifeband spins down. The customer hears a hard click and the band jamming. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(6) is unable to perform compressions and that a loud noise was heard was not confirmed during functional testing or archive review. The autopulse platform passed the functional testing without any fault or error and performed as intended. The autopulse platform passed the functional testing without any fault or error. The customer reported problem could not be reproduced. The autopulse platform functioned appropriately and performed as intended. Following service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error.